Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with degenerative disc disease l5-s1 and underwent following procedures: arthrodesis posterior lumbar interbody l5-s1, application of intervertebral biomechanical device l5-s1, use of morselized autograft and bone morphogenic protein for posterior lumbar interbody arthrodesis l5-s1, posterior lateral arthrodesis l5-s1 with morselized autograft, posterior segmental instrumentation l5-s1, de-compressive left sided hemilaminectomy and foraminotomy, decompression of cauda equina nerve roots ls-s1. As per op-notes" we placed an 11 x 27 x 8 mm peak cage in the interspace at l5-sl for a posterior lumbar interbody arthrodesis . It was packed with bone morphogenic protein and morselized autograft for posterior lumbar interbody arthrodesis at l5-s1." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.